Event description:
Healthcare professional reported left side rupture, enlarged lymph nodes, and silicone granuloma. Device has been explanted.

Manufacturer narrative:
Additional information: phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified .through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Observed red particles the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side rupture, enlarged lymph nodes, and silicone granuloma. Device has been explanted.